Event description:
It was reported that the pt complains of slight pain. Pt saw surgeon today and his blood results showed high levels of cobalt and chromium and surgeon will follow up in 6 months. Surgeon stated that pt will not require a revision at this time.

Manufacturer narrative:
The pt is (B)(6) with a bmi of (B)(6), which is obese. At this time, the pt was unable to identify the devices implanted, however believes them to be either rejuvenate or abg ii. The root cause could not be determined with the limited info available at the time of the eval.